Event description:
It was reported that by the field clinical representative (fcr) that the patient with this right atrial (ra) lead was admitted to hospital for a myocardial infarction (mi) and was checked in the cardiovascular intensive care unit (ICU). The pacer pads were checked, revealed an underlying rhythm in the 70 beats per minute (bpm). The atrial lead showed minimal electrogram (egm) activity, with alternating atrial pacing and ventricular sensing (apvs), then no ventricular sensing (vs). The atrial threshold test showed loss at 0.5 volts (v), and changed sensitivity yielded no egm activity. The patient had a history of mi admission with percutaneous coronary intervention (pci). Technical services (ts) assessment suggested that the loss of ra sensing and threshold testing aligned with the mi date, indicating possible atrial lead dislodgment. A chest x-ray was recommended to confirm, as the heart catheterization from the mi possibly had caused the ra lead dislodgement. This ra lead remains in service. No adverse patient effects were reported.